Event description:
The medical team in japan had an impella cp support in 3/2021. The support was successful til wean and explant. Later in 9/2022 the jpvad registry noted an ischemic stroke during the support. The contribution of the impella use to the stroke could not be ruled out by the medical team in japan.

Manufacturer narrative:
The medical center discarded all impella product and as such no benchtop analysis and testing to root cause is possible. The jpvad registry team shared no further clinical details. The failure mode will be monitored and trended.